Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening tibia; instability. Revision njr number: (B)(4). Side: r. Primary asa: p3: incapacitating systemic disease.